Manufacturer narrative:
Reporting institution name:(B)(6) hospital. Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address postal:(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device report electrode plate cable failure when turn on the power. There was no patient involvement.